Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : no product returned.

Event description:
It was reported that there were defective keypad issues. There were no patient harm. The issues were noted before patient use. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective keypad issues. There were no patient harm. The issues were noted before patient use.

Event description:
It was reported that there were defective keypad issues. There were no patient harm. The issues were noted before patient use. Although requested, no additional information was provided.